Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the ring lock could not be locked during medical procedure properly. So the surgeon checked if there is any foreign substance or not in the poly and flushed (cleaned) the poly. But the cup could not be locked. So another size cup (51mm) was used instead of it and the procedure was completed.

Manufacturer narrative:
The investigation determined the likely root cause of the reported event to be the result of incorrect intra-operative assembly technique. This is supported with the snap ring¿s visual inspection where it was noted a only a portion of the lip that engages when assembled with the bearing insert was deformed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the ring lock could not be locked during medical procedure properly. So the surgeon checked if there is any foreign substance or not in the poly and flushed (cleaned) the poly. But the cup could not be locked. So another size cup (51mm) was used instead of it and the procedure was completed.